Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No pump related issues were reported. The report of a yellow wrench/replacement system controller alarm followed by a pump stoppage was confirmed based on the information contained in the log file retrieved from the returned system controller. In addition, the yellow wrench alarm was reproduced during the evaluation of the returned system controller, consistent with a backup battery test circuit fault; however, the alarm did not affect the pump operation. Similar incidences have been reported. A corrective and preventative action has been implemented to address the issue. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the bedside nurse reported a pump stop and a system controller fault. The system controller was exchanged with another system controller.